Manufacturer narrative:
A review of the device history records for the specimen device (3 possible lots provided) does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. No device was returned for analysis. At this time, it is not possible to assign a definitive root cause for the event as reported. The cause is unconfirmed : no problem detected. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
During the procedure, a cardiac tampon was discovered and the case was terminated midway through the procedure. The doctor's opinion was that the farawave guidewire may have perforated the heart, although it was not possible to determine where the perforation occurred. Additional information provided 01 august 2025: a ship history was completed and these lot number were identified can we get a DHR for the following 8939794: 8451088: 8939711.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. No device was returned for analysis. At this time, it is not possible to assign a definitive root cause for the event as reported. The cause is unconfirmed: no problem detected. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
During the procedure, a cardiac tampon was discovered and the case was terminated midway through the procedure. The doctor's opinion was that the farawave guidewire may have perforated the heart, although it was not possible to determine where the perforation occurred.